Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards implant patient registry, 5 years and 8 months post implant of a 29 mm s3 valve in aortic position, the valve was explanted and replaced with a 25 mm inspiris surgical valve. The reason for explant is unknown.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation. The complaint for valve unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. While edwards durability testing of sapien 3 meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves (per IFU). With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve, and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implant date: (B)(6) 2016), and it was likely due to valve degeneration/deterioration. There is no evidence of device malfunction contributing to the reported event. Therefore, risk management file review is completed, and no further action is needed. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve was not available for evaluation. The reason for explanting the valve approximately 5 years and 8 months post-tavr is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.